Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux- en-y gastric bypass laparoscopic procedure, upon gastrojejunal anastomosis nothing abnormal noted during procedure but resulted in severe bleeding. The anvil can be tilted after firing but the anvil was not bent. The sizers were not used. Post-operatively the patient was required to be brought back to operating room because of bleeding, the sutures were needed to close the defect and stop the bleeding. The patient incurred injury.